Event description:
Device was returned for repair only. Upon receipt and evaluation it was noted that a portion of the inner tip was broken off and missing. Hosp has no report of it having broken during any surgical procedure, but cannot answer as to the location of the missing piece. Co is therefore taking the conservative approach and filing.